Event description:
Patient presented to the physician with a hematoma at the neck incision. Physician brought the patient into the or, removed the hematoma, and flushed the incision site. Physician prescribed antibiotics for the patient.